Event description:
It was reported to baxter's service center that a system error 2240 (air in tubing) and system error 2367 occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the alarms and that therapy was over. The . The home patient (hp) had started initial drain prior to connecting, and had then connected. The line had also not been primed completely prior to connection. The tsr instructed that all supplies had to be changed. The tsr advised the hp that his registered nurse had to be notified of the event. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 was the patient initiating therapy without being connected, as well as an incomplete prime. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" (07-19-63-293, july 28, 2010), which is shipped with every homechoice device. Page 3-2 warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Page 3-4 warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in iipv. Page 10-11 warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. Section 10.9 provides step-by-step instructions for when and how to connect to the disposable set. Page 10-22 instructs the user to verify that the patient line is properly primed. Page 10-25 instructs the user to connect the transfer set to the patient line prior to starting the initial drain. Section 15.7 provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.